Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and bupivacaine via an implanted pump. On (B)(6) 2020 the patient reported that he had redness and swelling at the pump site that began 2 days ago. Additional information was received on (B)(6) 2020 from the patient who reported that it swelled up to the size of a football and he was pumped with antibiotics. He had a confirmed infection at the pump site, so the pump was taken out on (B)(6) 2020. The catheter was left implanted. The patient was calling because he had been told there was a shortage of pumps and was told they wouldn't be available for a year, so his hcp (healthcare professional) wanted him to get a pump made by a different company, but he didn¿t want that. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2013, explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(6) , ubd:2015-04-22, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer indicated the patient had a blood infection and that the catheter was "rotten" when the pump was previously replaced. It was noted the implant site swelled up to the size of a football and was "red hot". The patient was given antibiotics and admitted to the hospital. It was reported an infection/disease doctor was able to identify the appropriate antibiotics. It was noted the doctor implanted a flowonix pump with a new catheter, but left the old catheter in. It was reported the doctor would not put in another pump and "tied it off and turned the pump off (flowonix)". The patient was wanting another mdt pump and physician listings were sent.

Event description:
Additional information was received from a healthcare provider (hcp) who reported having no clarification to provide with regards to the patient¿s report of the catheter being rotten. ER (emergency room) notes from(B)(6)2020 were provided which noted the patient had a history of a significant pelvic and back injury related to an approximately 28 foot fall from a roof in 2006. He had a pain pump placed for this and it was recently replaced. Per the patient everything was doing well but then wednesday of this week he developed redness and swelling in the area of the new pain pump. He went to convenient care yesterday and was started on antibiotics. The swelling and redness had worsened today. It was noted that his ¿abdomen is soft and nontender - he does have significant erythema to the left abdomen more so in the lower aspect - there is a purple inc./marker from his visit to the community care yesterday - the margins of the redness have passed outside of this especially towards the medial aspect - there is no drainage currently although his wife stated that at times has been some drainage from the incision - there is firmness to the soft tissues although no discrete palpable mass or abscess.¿ the patient¿s differential diagnosis noted ¿abdominal wall cellulitis, abdominal wall abscess, drug resistant organisms, sepsis, deep space infection, fasciitis, hardware contamination/hardware infection.¿ a CT scan of the abdomen and pelvis found abdominal wall cellulitis at the pain pump insertions site, but no abscess. In the ER (emergency room) the patient received IV (intravenous) vancomycin and IV piperacillin-tazobactam (zosyn) and then admitted for IV antibiotics. The hope was that the IV antibiotics and lack of abscess would save the pump and not require removal. The assessment and plan noted ¿postoperative wound infection at the site of recent pain pump replacement - patient will be started on broad-spectrum antibiotics ¿ infectious disease will be consulted¿ and it was noted that the surgeon that performed the pump replacement procedure thought that the antibiotics would be sufficient totreat the patient¿s cellulitis. It was noted that the patient was ¿now complaining of more pain and wanted additional pain medication ¿ worsening of the pain may be due to cellulitis ¿ will have tylenol and as needed morphine available.¿ a session reported from the patient¿s pump refill on (B)(6)2020, indicated that the pump was delivering hydromorphone (20 mg/ml at 2.450 mg/day) and bupivacaine (2 0 mg/ml at 2.450 mg/day). Lab results included indicated that on (B)(6)2020 the pump and a 17.0 cm portion of the catheter were received by pathology for gross examination only. A blood culture and a wound culture collected from the abdominal site on (B)(6)2020 found ¿gram negative rods¿, ¿abundant - pseudomonas aeruginosa¿, and ¿abundant - serratia marcescens¿.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.